Event description:
Manufacturer ref.#: (B)(4).

Manufacturer narrative:
A ventilator was reported failing pressure transducer test in pre-use checks. Our field service engineer investigated the ventilator on site and found issues in the expiratory pressure transducer. The failing pressure transducer printed circuit boards (pcb) was returned for investigation, but no logs were provided. The returned pcbs was mounted in a reference ventilator for simulated use testing and the issue could not be reproduced. Using a microscope, small dirt particles were found on the pressure sensor. A defect pressure transducer may lead to inaccuracy in pressure measurement. Appearance of this failure will be noticed by the user by generated high priority alarms. If present, the fault will be detected during pre-use check. Microscopic inspection of the pressure sensor showed minor dirt in the ceramic cavity on the top of the sensor's chip. Earlier investigation has shown that the dirt/particles/debris affected the offset measuring and once it was removed the pressure transducer functioned normally and no offset drift was noticed. The cause of pressure transducer fail is probably was probably due to dirt on the sensor, but as no logs were provided and the issue could not be reproduced, this could not be confirmed. The root cause to the dirt/particles/debris in the ceramic cavity has not been determined.

Event description:
It was reported that the ventilator failed internal leakage test during pre-use check. There was no patient involvement. Manufacturer ref.#: (B)(4).